Event description:
Doctor slid the 0.018 wire through the needle, met a kink in what she thought was tissue but had good blood return, then wiggled it off. Then it kinked in the needle when she tried to remove it as she was pulling it back. Doctor pulled the needle out, make a larger incision, then pulled the wire out of the vessel and it uncoiled. Not a very torturous vessel so the doctor was surprised. She attempted to use another unit of the same lot and the issue reoccurred. This lot was used by the customer a week prior with no issues. Customer indicated the wire seemed flimsier than the wire from a ms1335s lot.